Event description:
It was reported through a research article identifying multi-link vision stents and xience v stents that may be related to lack of flexibility and the potential for fracture or compression from external trauma. Specific patient information is documented as unknown. Details are listed in the attached article, titled, catheterization and cardiovascular interventions - scai expert consensus statement for infrapopliteal arterial intervention appropriate use.

Manufacturer narrative:
(B)(4). The date of occurence was estimated as (B)(6) 2014, the date of publication. The additional vision device referenced is being filed under a separate medwatch report. The date of implant was estimated as (B)(6) 2014, the date of publication. Incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the xience v and xience nano everolimus eluting coronary stent system electronic instructions for use states: the xience v everolimus-eluting coronary stent system (xience stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.